Event description:
Patient was seen in urgent care. Md was attempting to remove a rust ring with an ophthalmic burr device. The burr device that was used created metal shards that went into the patient's eye, leaving a metallic foreign body after use. The patient was referred to ophthalmology for follow up. Patient was informed regarding the burr issue. Patient did not complain of vision disturbance follwoing procedure. Alcaine drops were used previous to procedure so patient remained topically anesthetized upon discharge to the ophthalmology office following the device malfunction. It appears that the plastic sheaths inside the sealed packages are not intact.